Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient received assistance from the physician or manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported that the patient had severe sciatic pain in his foot which began 10 years ago. When asked if the implantable neurostimulator (ins) therapy had ever covered his pain the patient stated since implant it covered the front part of the foot but not all the way to his toes or the side of his foot where he needed it. He had been taking dilaudid and percocet but that hadn¿t helped with the pain. It was further reported when he turned up his stimulation to ¿780¿ to try to treat the pain, stimulation was o.k. When he was sitting, but when he stood or walked, it would hit him for a loop. The patient also stated stimulation tried to ¿hurt harder¿ continually but didn¿t go down all the way. This first occurred the day of the report. The patient was advised to turn stimulation down. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.